Event description:
It has been reported from the facility, that a hemodialysis patient had completed a treatment and he was alert, talking with no complaints. Rinseback was initiated and the paitent's eyes rolled back in his head and he became unresponsive. Bp was 97/36, continued to administer ns, placed in trendelenburg position and o2 administered via nasa cannula. Approximately one minute the bp was 135/57 and patient became responsive, reported feeling fine, and was alert and oriented. Physician notified and was made aware on the patient's recent diagnosis in the ER of bronchitis. Physician ordered fortaz 2g. Patient voiced no further complaints at this time. No sample is available.